Event description:
Boston scientific received information that premature battery depletion was alleged. The physician believed the device depleted faster then expected with the programmed settings. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.